Event description:
I'm a high school student in canada, but this product is also available in the united states, and if something is done about it in the united states, hopefully awareness will spread around the world. The pdm (personal diabetes manager) for insulet's omnipod dash insulin pump is a highly dangerous device. The pdm is running android marshmallow, an operating system that google has not released a security update for since october 2017. There are known security vulnerabilities in the pdm's operating system that can be used to perhaps, maliciously deliver a lethal dose of insulin. People have also modified the pdm to remove the omnipod software and install a custom rom, a custom version of android. The tools for this can be easily found on websites like reddit and xda forums. If someone with these tools were to steal a diabetics pdm, they could install a custom rom and make the pdm useless for medical reasons. The device is also highly unreliable, I only started using omnipod in (B)(6) 2021, and I'm on my 5th pdm, the previous four randomly breaking out of nowhere. (B)(4) the company manufacturing the pdm, is also refusing to provide their kernel sources for the (B)(4) a1, the device the pdm is based on. This violates the gpl (gnu general public license). The linux kernel which android uses follows the gpl, and as (B)(4) is violating the gpl, this means (B)(4) legally cannot sell android devices, and as the pdm runs android, it is affected by this. I truly do hope something is done about this device. I am constantly in fear of dying because of how unsafe the pdm is, as are many other diabetics using the omnipod dash insulin pump. Reference reports: mw5151915, mw5151916, mw5151917, mw5151918.